Event description:
The customer reported that she was hospitalized a month ago for high blood glucose levels, and her doctor wanted to be sure that the insulin pump was functioning properly. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer reported that she changes the infusion sets every four days and re-uses the reservoirs. Advised to change every two to three days and never re-use any of the consumables. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.